Event description:
Boston scientific received information that this patient expired. Until we receive additional information, the date of death and potential device involvement remain unknown.

Manufacturer narrative:
When we receive additional information, this product issue will be updated. Update: boston scientific received confirmation that the patient's death was not product-related.